Event description:
False negative results with triage d-dimer test on patient later diagnosed with deep vein thrombosis (dvt). No further information provided regarding patient history and clinical presentation, and other procedures done for patient.

Manufacturer narrative:
Investigation is pending.